Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital after experiencing syncope and falling down twice. Upon interrogation, it was noted that the device was in backup mode and it had reached end of life exhibiting premature battery depletion. The device was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.